Manufacturer narrative:
Please note the correction for reference report number 3010215456-2016-03431. Event description to include stylet blocked in lead. (B)(4).

Event description:
It was noted that the physician couldn't replace the lead because the stylet was blocked in the lead.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the left ventricular lead exhibited a loss of capture; dislodgement was suspected. The lead was explanted and replaced. The patient's condition post procedure was stable.